Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air water channel clogged¿ was confirmed. The following findings were also noted during device evaluation: distal end insulation inspection failed, image guide protector cut, plastic distal end cover cracked, light guide lenses cracked ¿ bending section cover adhesive with a visible thread, and connecting tube buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air water channel clogged. Upon inspection and evaluation, air/water-nozzle with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.